Event description:
The patient was admitted to the hosp with increased spasticity. The pt did not have a fever. Telemetry confirmed a critical alarm was occurring. The pump was found to be in safe state with low battery indicated in the event logs. The pt was given benzodiazepines and the pump was reprogrammed and updated with a therapeutic bolus dose. The pt responded. The pt was discharged to home with the pump programmed to the prior therapeutic settings. The patient's spasticity was well managed. The physician was aware that the pump may reset to safe mode. The patient's family was educated to return if symptom control declined again. It was unclear if the pump reset to safe state again, but the pump was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.